Event description:
In 2009, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultra meter has a power issue (unit powers off during use). A no response letter was sent to the pt. This complaint is classified according to the documentation of the customer care advocate. The reported issue began approximately two days prior. It is not known how the reported issue may have affected the pt's regular testing frequency and diabetes treatment. The pt indicated that he felt shaky around the same time the reported issue began. The pt stated that he did not take any action in regards to diabetes treatment at the time of concern. In the next day, the pt indicated that he took oral glucose as well as some honey. It is not known if the pt had any symptoms around the time the pt reportedly took treatment that was suggestive for hypoglycemia. The pt did not test on any other device. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, why the pt administered self-treatment on the day of event, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt medical intervention/reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the customer care advocate noted that the patient did not change the battery per the owner's manual and there was no meter misused. The complaint is being reported because the pt claimed he had symptoms that can be suggestive of hypoglycemia. In addition, he received treatment that was suggestive for hypoglycemia one day after the power issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.